Event description:
It was reported by the customer's wife that they had been hospitalized due to a surgery and sickness. Customer's blood glucose level was 300 mg/dl at time of hospitalization and was not attached to the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.